Event description:
It was reported that after a breast tissue marker was implanted, the pt had a reaction. No further details were provided.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation is currently underway.